Event description:
Boston scientific received information that this device was explanted due to an allegations of premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted. At this time, the device has not been returned. Should additional information become available, this investigation will be updated.